Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller pcb, and the hard drive. System operates as intended.

Event description:
Customer reported images scramble when printed. No pt injury was reported.